Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported a (B)(6) patient had developed small, red, itchy bumps underneath the therapy electrodes. There was also a blister underneath the back therapy pads. It's painful to wear. The patient was given 15 prescription creams from his physician, it's possible the patient has a nickel allergy. The outcome of the irritation is not known, patient ended use.